Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found the bending angle was insufficient and the play of the angle knob was out of normal state due to the elongation of the angle wire, the flexible tube of the insertion section was crushed, the curved rubber adhesive part was missing, the air/water nozzles are clogged and the draining function was reduced, the operation part was discolored, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope was reduced. The date the failure occurred is unknown. Information about the procedure was requested; however, the customer did not have any additional information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign object inside of the nozzle. The report is being submitted due to foreign object in the nozzle found during evaluation.